Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: please evaluate. [Update - with this camera, they plugged in the 1688 ccu and got a live image with a white balance prompt immediately. Shortly after the beginning of the procedure, they stated the screen went black. It wasn't a no signal screen, but there could be no live image produced when it went to a black screen. Loss of image for 3 minutes. They then switched cameras and that worked fine.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable causing the screen to go black. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.